Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2009 and two (2) mesh products were implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2018. It was reported that the patient experienced severe pain, nausea, recurrence, scarring, loss of appetite, stress and anxiety. Other procedure is captured under separate file. No additional information was provided.